Event description:
The device did not produce staples and the procedure had to be converted to open. No additional information is available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.